Event description:
Patient (B)(6) was having surgery on her foot. During a pilot-hole drilling the drill bit (cdb 026) fractured. All pieces were retrieved. The patient did not experience any delay to surgery, nor any injury.